Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a communication error at startup. The service engineer confirmed the reported problem and replaced the control printed circuit board (pcb) according to the recommendations in the service manual. It was later reported that the ventilator was working as expected, but that defective parts cannot be returned due to the pandemic. The evaluation of received device logs confirms several occurrences of technical error codes indicating communication or control error on (B)(6) 2021, the reported date of event. The first event took place during pre-use check. If the fault condition appears during startup, the reported startup error code will be generated and ventilation cannot be started. If the fault condition appears during ventilation, ventilation will stop and the user will be notified by a generated alarm and the corresponding technical error code. As the defective control pcb wasn't returned for investigation, the root cause could not be determined.

Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient involvement. Manufacturer's ref #: (B)(4).